Event description:
The dentist reported that this abutment screw fractured.

Manufacturer narrative:
Upon visual inspection it was found that this abutment screw fractured into 2 pieces. The hex was found to have slight damage but appears to remain functional. No lot or order number was provided , therefore no conclusions can be drawn. Visual inspection did not result in any indication of a manufacturing problem causing the fracture. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.